Event description:
The hcp reported that the pt experienced increased spasticity, pruritus, and mental status changes. A CT revealed questionable catheter fracture. The hcp reported that the pt has two other catheters which are still implanted after previous catheter tears. The pt had surgery in 2007, but the hcp was unsure whether any of the catheters that were currently implanted in the intrathecal space would be able to be removed. Reference MFR report #: 6000030-2008-00633, 6000030-2008-00634.